Event description:
While performing a device revision procedure, loss of capture was noticed on this lead. As the pt has a history of ra lead problems, the physician elected to cap and replace this device. Should additional information become available, this event will be updated.